Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was in a high location and echocardiogram revealed moderate-severe paravalvular leak (pvl). The decision was made to implant a second valve, valve in valve, resulting in trace pvl. Chest x-ray following the procedure revealed a right sided pneumothorax. A chest tube was placed and removed 6 days later. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.